Manufacturer narrative:
D9: date returned to mfg.: 1/29/2025. D3: correction. H3 and h6. Codes: updated. Device evaluation: the complaint for ¿air in line alarming¿ was verified by functional testing. The cause was the main board. Replaced the printed wired assembly (pwa) board to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming air in line. There was no patient involvement. The issue was discovered during testing.